Event description:
It was reported the balloon felt very stiff and would not inflate during pretest. Another kit was used to complete the procedure. There was no delay in treatment and no pt death or complications were reported.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.